Manufacturer narrative:
Gtin-unknown product number. (B)(4). The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Investigation is ongoing; additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient needed revision surgery.

Manufacturer narrative:
This is an OEM product and is being filed on behalf of the legal manufacturer, biocomposites ltd. Gtin-unknown product number the device manufacture date is not known, lot number not provided. Alleged failure: patient inflammation. Probable root cause: the OEM of the device could not perform an investigation without the physical device, therefore a possible root cause could not be determined. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient needed revision surgery.